Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, MAIN DRAWER 6.2 CLICKED REPEATEDLY AND CAUSED THE STATION TO STOP FUNCTIONING. THE CUSTOMER REPORTED THAT THE STATION DISPLAYED A BLACK SCREEN WHILE A CLICKING NOISE WAS HEARD FROM DRAWER 6.2. A SMOKY ODOR WAS ALSO NOTED COMING FROM THE STATION. THE USER WAS ADVISED TO SHUT DOWN THE STATION, AND A DISPATCH WAS INITIATED. THERE WERE NO DELAY OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN: (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN: (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 28-JUN-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER 6.2 CLICKED AND MADE THE STATION AS NOT WORKING. A FIELD SERVICE ENGINEER (FSE) IDENTIFIED THAT THE DRAWER CONTROLLER IN 6.2 WAS BURNED. FSE INSTALLED NEW BOARD AND CONFIGURED IT TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER HAD REPAIRED THE DEVICE.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Evaluation and Returned to Manufacturer. PART ANALYSIS: The reported condition of "Main Drawer 6.2 clicks and makes the station not working" was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4), the FSE tested the controllers in drawer 6 and found that 6 2 was burned. A new board was installed and configured. Finally, the FSE ran the hardware test application to test drawers and passed within specifications. The report was closed. During DCHU Visual Inspection: PN 151622 01 SN (b)(6): The "PCBA DWR CNTLR v1.10/v1" was received with signs of thermal damage on MOSFET Q501, integrated circuit U501, capacitor C501 and resistor R505, no other issues were observed during visual inspection. During DCHU Testing: PN 151622 01 SN (b)(6): No DCHU testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported issue was identified as thermal damage to components (MOSFET Q501, integrated circuit U501, capacitor C501 and resistor R505) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer which prevented it from recovery and proper functioning.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, main drawer 6.2 clicked repeatedly and caused the station to stop functioning. The customer reported that the station displayed a black screen while a clicking noise was heard from drawer 6.2. A smoky odor was also noted coming from the station. The user was advised to shut down the station, and a dispatch was initiated. As per part investigation, it was determined that the root cause of the reported issue was attributed to thermal damage of components (MOSFET Q501, integrated circuit U501, capacitor C501, and resistor R505) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer, preventing its recovery and proper functioning. There were no delay or adverse events or injuries reported based on this event.